Event description:
It was reported that a patient with an edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to aortic insufficiency. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 25mm 2800tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years, seven (7) months due to aortic insufficiency. The patient initially presented with dyspnea. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was stable and discharged post procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.